Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, the right atrial lead could not be fixed and thresholds were high. The physician elected to complete the procedure using a new lead and the patient was stable following.